Manufacturer narrative:
Product ID 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
However, visual inspection found a lot of needle activity near the 12-1 o'clock location just above the fill septum. The septum was tested and did not leak at all during analysis. The pump logs noted a motor stall recovery indicator was found in pump memory. This indicated that a past motor stall and recovery had occurred during the pump's life. Dispense testing was performed and passed for accuracy and reservoir pressure. Infusion testing was also performed and passed for accuracy. Destructive analysis was performed which noted moisture and residues found throughout the pump which was not uncommon to see in a pump with an implant time of 57 months. No performance issue was found during analysis. Overall, analysis of the pump revealed no anomalies.

Event description:
It was reported that the pump was replaced on 2013 (B)(6). The reporter indicated that there was a volume discrepancy where the expected residual volume (erv) was 12ml and the actual residual volume (arv) was 0ml. That discrepancy was the 2nd occurrence and the health care provider (hcp) believed the pump was malfunctioning, thus it was replaced. The patient did not experience any negative side effects in relation to receiving too much medication. It was noted however, that the patient did notice an increase in pain after the pump was empty, the patient did notice increase in pain. The pump device was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.